Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
The reported event that the led cover glass broke out was confirmed through the device inspection. During the visual inspection it was observed that the glass on led 8 was broken. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.